Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said stimulation would increase by itself whenever they used their personal therapy manager (ptm) to request a bolus from their pump. They noted that stimulation would increase until the bolus is delivered; uncomfortable stimulation was reported. The event was considered a sudden change in therapy/symptoms. As a result of what was reported, the patient will use the patient programmer (pp) to see if the ins amplitudes are increasing when they feel they are and will document. The call center also reviewed that the manufacturing company would not anticipate the delivery of the bolus to interfere with the ins. No further patient complications have been reported as a result of this event.